Manufacturer narrative:
Findings: compromised force sensor system alarm during prime test and motor error alarm during basic occlusion test due to faulty. Pump passed idle current test, run current test, self test, off no power test, unexpected alarm error test, displacement test and rewind test. Unable to perform occlusion test and excessive no delivery test due to compromised force sensor system alarm. Motor passed motor test. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and motor error. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump alarmed compromised force sensor system and motor error while filling the infusion set tubing. The customer stated that the drive support cap was normal. Customer declined troubleshooting for motor error alarm. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump is being replaced and not expected to return for analysis.